Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and replaced the scroll compressor and performed a pm with all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had autofill failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) had autofill failure. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: a1, b5, d1, d4(model#), g1(contact person), h6(impact codes).

Manufacturer narrative:
An investigation of the returned compressor was performed by technician of the maquet national repair center(nrc). The national repair center installed the compressor into the cardiosave test fixture and tested to factory specifications per procedure and the cardiosave service manual. The nrc verified the failure of autofill and very low vacuum at startup. Compressor failed testing. Retaining the compressor in the nrc as per procedure.